Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215645175 was returned and analyzed. Visual inspection of the mapping catheter showed the mapping catheter shaft was kinked and broken from the middle of the shaft. No ECG signal wires were broken inside the shaft. In conclusion, the reported issue was confirmed through testing. The mapping catheter failed the returned product inspection due to the kinked/ broken shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter shaft "broke" when inserted into the balloon catheter. It was noted that a normal amount of force was used for insertion. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.